Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/oct/2010 and 23/jan/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The events of raynaud's phenomenon and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, raynaud's phenomenon, pain.

Event description:
Patient reported "moderate" pain in the left breast. Patient additionally reported raynaud's phenomenon. Patient later reported "rupture" confirmed via MRI side was not specified; this record is for the left side. No indication treatment or surgical reoperation has occurred; device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and non-penetrating nick.) Are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "moderate pain in the breast". Patient additionally reported "raynaud's phenomenon". Patient later reported "rupture" confirmed via MRI. Healthcare professional later reported "rupture". This record is for the left side. Device has been explanted and replaced and it will be returned.

Event description:
Device has been explanted and replaced and it will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6